Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the patient was self injecting insulin with the suspect device, the needle broke off in the site. The patient could feel the broken needle at the injection site. The patient states this was the initial use of the device. The patient went to the hospital to have an x-ray and b-mode ultrasound and both methods detected the broken needle. The patient was taken to surgery but after almost 3 hours, the broken needle was not found.

Manufacturer narrative:
It was reported that in the evening of (B)(6) 2016, the patient was performing an insulin injection to her abdomen when the needle broke off in the site. She could feel the broken needle in the subcutaneous tissue and went immediately to the hospital. She had multiple ultrasounds and x-rays to locate the broken needle in the attempt to remove it. The patient was discharged with sutures, which were then removed 10 days after surgery. The patient did not report any discomfort. At the time of report, the patient had not received any additional imaging or intervention. Device evaluation: result - an actual sample was not returned for evaluation. Three photos of a 31g x5mm pen needle sample attached to the pen injector were returned from lot number 4335309, catalog 320165. Visual examination found the patient end of the cannula broken. No quality notifications or noe's were raised during manufacture of this log. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issues were observed. In-process inspections were reviewed and no issues were observed. Qa in process inspections were reviewed and no issues were observed. Final inspections were reviewed and no issues were found. A review of the maintenance log for the assembly line showed no maintenance which could have influenced this fail mode was performed on the line during the production of log 43345309. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. A review was performed for this failure mode to determine the possible root cause for this issue. Based on this review, the following stations/areas of the machine are subject to review for this issue: vision system: cannula height/angularity inspection (if parts were not rejected). Dial transfer: (needle becomes damaged at IV end) (if guides are not set up incorrectly). Np lubrication (insufficient lubrication causes needle to break once the needle penetrates the skin). The above stations of the machine were ruled out as possible contributors to the issue, as no issues were reported during production at any of these stations. Based on the investigation results to date, an absolute root cause was not found.